Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user had been off the ilet due to a kidney infection and, upon reconnecting, experienced hyperglycemia with a reported blood glucose level of approximately 400 mg/dl; the device alerted for high glucose, and insulin delivery was resumed after a supply change walkthrough, with no device malfunction reported. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and user education regarding reconnection and supply change. Investigation of this case revealed no confirmed device or component malfunction, and the cause of the hyperglycemia remained unclear given the recent interruption of therapy and subsequent reconnection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.